Event description:
It was reported that the pump touch screen was cracked and the display remained black. There was no information available regarding any adverse impact on the customer's blood glucose level. The pump is scheduled to be returned for further inspection, and a replacement pump has been arranged for the customer.